Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection ¿ prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the guide pin of the electrical connector was missing; the electrical connector had corrosion due to water leakage; due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob did not meet the standard value; the adhesive around the light guide lens, adhesive around the objective lens and the adhesive on the distal sheath had a white, clouded area; the objective lens and the adhesive on the distal sheath were chipped; the protector of the universal cord on the control section side and on the suction connector side, the probe cover, universal cord and the connecting tube were scratched; the adhesive on the distal sheath was cracked; the indication on the suction tube was peeled; the universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had connector defects, the prevention cap did not fit properly. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning a foreign object came out from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.